Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button domes were off center. The root cause of the off center dome cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.